Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label -age <45. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/2.0/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown. Reportedly, "the left eye was implanted in the vertical direction."